Event description:
It was reported that a user of the ilet experienced hyperglycemia after announcing and consuming breakfast, with glucose rising to 315 mg/dl despite a correction and meal announcement, and later trending down to 239 mg/dl after a guided flex infusion site change; the user reported use of humalog and no delivery alarms, and the prior cannula was not visibly bent. Symptoms included hyperglycemia with a high glucose alert. Outcomes included no injury and no hospitalization. Investigation included review of device-reported data and user coaching through infusion site troubleshooting. Investigation of this case revealed that insulin delivery was resumed successfully after site change, suggesting possible intermittent infusion site or absorption issue such as scar tissue or transient cannula performance without confirmed device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.